Event description:
It was reported that a (B)(6) asian female patient underwent primary breast augmentation with a (left) 300cc mentor memorygel breast implant and a (right) 325cc mentor memorygel breast implant. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade iii). As a result, the patient underwent bilateral removal and replacement on (B)(6) 2022. The replacement devices were: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9574879 and (right) 215cc mentor memorygel breast implant catalog: 3507215mc lot: 9580890. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On february 23, 2022, an analysis of the device's photo was completed: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On march 8, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2022, mentor became aware that an incorrect date was indicated for section g 3. Date received by manufacturer in the initial report sent on march 10, 2022. The correct date was february 16, 2022. Section g 3. Date received by manufacturer: february 16, 2022.

Manufacturer narrative:
On march 23, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.